Event description:
It was reported that high ventricular impedance was detected at normal ICD changeout. Egm noise was also noted when the anchoring sleeve area was maneuvered. No patient complications have been reported as a result of this event.